Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor recorded an episode of atrial fibrillation with noise. The device remains in use. The patient is enrolled in the reveal af clinical study. No patient complications have been reported as a result of this event.